Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet system despite insulin delivery, and they had been extending steel infusion set tubing use to three days to utilize pre-filled cartridges; the user was advised to perform a full supply change and to follow the two-day change interval or consult their clinician about a teflon set. Symptoms included elevated blood glucose. Outcomes included resolution to a normal range by the end of the call and no alerts, alarms, or medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed no device malfunction and that hyperglycemia occurred with cause unclear. It was concluded that the event was user-related with cause unclear and that continued monitoring and adherence to recommended infusion set change intervals are warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.